Event description:
Mattress became loose and fell off from the bed to the floor with the patient. Patient suffered abrasions to her knees.====================== health professional's impression======================unsure, pt is (B) (6)